Event description:
During a lap sigma procedure, the thread was broken. Then screwing on the scissors, the thread broke. No further information is available. Case with same like product. No patient consequence.